Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a rotatable snares was used during a polypectomy procedure in the large intestine on (B)(6) 2012. According to the complainant, during the procedure, the physician removed a lesion in the large intestine without any issues. However, when the physician attempted to remove the second lesion, the generator made an abnormal noise, but the lesion was removed by this device. When the physician removed the device from the patient, he found that the distal tip of the snare seemed to have unraveled. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable following the procedure.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a rotatable snares was used during a polypectomy procedure in the large intestine on (B)(6) 2012. According to the complainant, during the procedure, the physician removed a lesion in the large intestine without any issues. However, when the physician attempted to remove the second lesion, the generator made an abnormal noise, but the lesion was removed by this device. When the physician removed the device from the patient, he found that the distal tip of the snare seemed to have unraveled. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable following the procedure.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the tip of the loop to be unraveled and burnt; however, the unit extended and retracted according to manufacturing specifications. It is likely that anatomical/procedural factors limited the performance of the device; therefore, the most probable root cause of this event is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Manufacturer narrative:
The patient was in his (B)(6). The reported event of wire unraveled. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.